Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they stood up and felt dizzy and when she looked at the cgm which was displaying 72 mg/dl. It was indicated that a bg meter reading was taken and was displaying 32 mg/dl. The patient stated she sat back down and drank a small bottle of soda and felt fine after. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. The reported allegation falls within the c zone of the parkes error grid. However, this is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.